Manufacturer narrative:
The complaint sample was not available for evaluation to confirm the alleged product malfunction. A manufacturing review was performed of the products shipped to the dialysis center curing a 3 month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. No companion samples wer available from the distribution center to be analyzed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler device and concomitant products found no indication that the products caused or contributed to the clinical event. Medical records were provided and have been reviewed by post market clinical staff and based on the two pages of medical records, the patient had a culture negative peritonitis. Follow-up with pdrn revealed that the patient had a one week history of abdominal pain and cloudy effluent before they came to the clinic on (B)(6) 2015. The culture date was prior to the reported clinic visit. The nurse reported the patient was treated with gentamicin, vancomycin and keflex (cephalexin). Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of peritonitis.

Event description:
Medical records revealed the patient was treated in clinic with keflex (cephalexin) 500mg tid for 10 days for peritonitis. Previous communication with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was also treated with vancomycin and gentamicin.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completed of the investigation.

Event description:
This peritoneal dialysis nurse reported that a (B)(6) male patient that on an unknown date one week prior to (B)(6) 2015, the patient experienced abdominal pain and cloudy effluent. On (B)(6) 2015, the patient was examined in office for a peritoneal dialysis clinic visit; effluent expressed from the peritoneal dialysis catheter was cultured, the patient was diagnosed with peritonitis and prescribed unknown doses, routes, and frequencies of vancomycin, gentamicin, and keflex (cephalexin). As of (B)(6) 2015, the culture results are unknown, it is unknown if the patient continued to experience signs and symptoms of peritonitis, and the patient continued peritoneal dialysis therapy using delflex.